Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: blood glucose (bg) values below 54 mg/dl were recorded by continuous glucose monitor (cgm) at (B)(6)pm and bg of 44 mg/dl was entered into the pump by the user at (B)(6)pm on (B)(6)2019. Cgm alert 3 (cgm glucose reading below user threshold) and cgm alert 1 (cgm low alert) were annunciated. User requested a 5.72 unit bolus at (B)(6)pm and a 0.5 unit bolus at (B)(6)pm while still having insulin on board (iob). User set several temporary rates on (B)(6)2019 at 0% of basal insulin for 30-120 minutes in duration. Making bolus requests while still having iob could lead to a low bg event. It is possible the user¿s personal profile settings need adjustment. There is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose of 40 mg/dl; cause was unknown. The customer consumed 15 grams of carbohydrates to treat bg.